Manufacturer narrative:
Batch review performed on 1 february 2019: lot 165878: (B)(4) items manufactured and released on 13-dec-2016. Expiration date: 2021-11-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant revised:ball heads: cocr 01.25.012 cocr ball head 12/14 ø 28 size m 0 (k072857), lot 179173: (B)(4) items manufactured and released on 26-mar-2018 . Expiration date: 2023-03-14 . No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to a recurring dislocation after 2 months from the primary surgery (bi-polar component dislocated from the acetabulum). The surgeon determined that a revision is required and removed the bi-polar head as well as the inner 28mm diameter head and converting it to a total hip using zimmer-biomet constrained liner. He preserved the stem.